Manufacturer narrative:
Section h10: (h3) the engineering evaluation noted the revision reported was likely the result of prosthesis wear which may have been accelerated by impingement and/or edge loading. (D11) concomitant device: element stem (cn: 164-01-10, sn: (B)(6). Cocr head 32mm-3.5 (cn: 142-32-93, sn: (B)(6). Crown cup (cn: 180-11-52, sn: (B)(6). Screw 6.5 x 20mm (cn: 120-65-20, sn: (B)(6). Screw 6.5 x 30mm (cn: 120-65-30, sn: (B)(6). The following section(s) have additional info: g4, g7, h1, h2, h3, h6, and h7. Section h11: corrections made in the following section(s): (d11) device received.

Manufacturer narrative:
Pending engineering evaluation. Concomitant device: element stem (cn: 164-01-10, sn: (B)(4)), cocr head 32mm-3.5 (cn: 142-32-93, sn: (B)(4)), crown cup (cn: 180-11-52, sn: (B)(4)) , screw 6.5 x 20mm (cn: 120-65-20, sn: (B)(4)), screw 6.5 x 30mm (cn: 120-65-30, sn: (B)(4)).

Event description:
Revision of premature wear and tear of polyethylene in patient operated on (B)(6) 2014. Patient had an element plus a crown cup hip surgery. No infection.